Manufacturer narrative:
The events log also showed xdcr fault occurred ((B)(6) 2103). The customer reported xdcr tests and calibrations, however, all passed. The customer reported that while the set value of rate is 12, it was actually rate = 20 something that was delivered by the ventilator. The customer restarted the ventilator , sometimes xdcr fault alarm would appear, not every time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported while the ventilator was running on patient xdcr fault occurred issue on the vela ventilator. As of this time, there is no information regarding patient harm or injury associated with the reported event.